Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis. (B)(4).

Event description:
It was reported that the patient complained of pain since the device was implanted and requested to have it explanted. The implantable pulse generator (ipg) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.